Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report customer was getting hard faults 23008 and 23013 on the right master tool manipulator (mtm) roll. The customer tried to back drive the master tool manipulator (mtm) and do a hard power cycle with no change. The customer going to swap out with the xi system to finish the case. This is a high down system. The procedure was converted to another dv system.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able reproduce the reported issue and replaced the master tool manipulator (mtm) to resolve the issue. Isi has receive the mtm involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated by the failure analysis (fa) team. During fa, the error logs were reviewed on lighthouse/artemis and confirmed that error 23008 was triggered in the field. Upon visual inspection, no issues were found to be related to the event. The mtm was installed onto known good in-house system and unit trigger error 23008 upon startup. From these findings, failure analysis could not determine the root cause of the issue.

Event description:
Refer to h11 for follow-up information.